Event description:
It was reported that during a ureteroscopy procedure, the tip of the dilator broke off inside the patient. It was believed that all of the broken pieces were retrieved. The procedure was completed and no patient injury was reported.

Manufacturer narrative:
The device reference in this report has not been returned to olympus for evaluation. If additional info or if the device is received at a later time this report will be supplemented.